Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose levels of 424 mg/dl to 533 mg/dl and would like to troubleshoot pump to see if it is working. Customer indicated that emergency services came to her home due to the high blood glucose. Troubleshooting found that drive support cap was in normal position. Customers telephone call was disconnected. No further information was provided.